Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
Procedure: minimally invasive l5-s1 tlif it was reported that approximately on (B)(6) 2015, the pak(pedicle access kit) needle broke off flush with the pedicle when the surgeon went to remove it. There was no way to remove the broken section. Surgeon ended up using another pak needle and a different trajectory to place the screw in the pedicle. The product came in contact with the patient. Fragment of the needle was left remaining in the patient. There was no injury to patient.